Event description:
The suspect device result was 77 mg/dl. One hour later the user was unconsciouos. Emts were called and their meter read 30 mg/dl. The user was treated with an IV. Controls were in range. The device was replaced and requested to be returned for evaluation.